Event description:
The following was reported to gore: on (B)(6) 2026, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis devices, a gore® molding & occlusion balloon catheter, and gore® dryseal flex introducer sheath devices. A 16fr gore® dryseal flex introducer sheath was inserted from the right side, and a trunk ipsilateral leg endoprosthesis was implanted. Subsequently, a 12fr gore® dryseal flex introducer sheath was inserted from the left side, and a contralateral leg endoprosthesis was implanted. The ipsilateral leg was then deployed. A touch-up was performed using the gore® molding & occlusion balloon catheter. After all devices were implanted, angiography revealed no endoleaks. The pressure waveform was unstable, and peripheral angiography revealed poor flow above the knee. A cutdown was performed, and thrombi were removed using a fogarty catheter. The pressure waveform became stable, and the procedure was concluded. The physician suggested that thrombi may have been scattered due to guidewire manipulation.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.